Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d and 429878 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted and replaced non-prophylactically. No patient complications have been reported as a result of this event.